Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: b5, h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in motherboard, error code e117 is displayed, no display, image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in motherboard, error code e117 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center did not turn on. The issue was found during inspection for use. There were no reports of patient harm.